Event description:
This report is being filed after the subsequent review of the following journal article: lopiz, yaiza, garcia-coiradas, javier, garcia-fernandez, carlos, and marco, fernando (2014). Proximal humerus nailing: a randomized clinical trial between curvilinear and straight nails. Journal of shoulder and elbow surgery 23, 369-376. The objective of the study is to analyze the clinical and radiographic results, and register early postoperative complications, obtained with antegrade nailing of proximal humerus fractures by comparing a new generation implant and a well-established implant. Between (B)(6) 2011 and (B)(6) 2012, 54 patients with displaced neer 2- or 3- part proximal humerus fractures were randomized to be treated with 1 of two antegrade intramedullary nails: 28 were treated with multiloc proximal humeral nail (mphn) (synthes) and 26 with a curvilinear humeral nail. The mean age in years for mphn group was 69 (range, 47-87) with 24 % male and 76% female. Two patients in the mphn were excluded from the study (one expired and one was lost to follow-up). The rest of the patients were successfully followed for an average of 14 months (min 6 months; max 22 months) to obtain clinical and radiographic outcome. Mphn is a titanium 160 mm cannulated nail with multiple proximal 4.5 and 3.5 mm (screw-in-screw), locking screw options and polyethylene inlay for angular stability that works against screw back-out, and 2 distal multiplanar locking options. It also has an ascending screw that provides calcar support. Complications included three cases of hardware removal, 2 cases due to subacromial impingement that required nail removal once the fracture was healed and one case required only proximal screw removal because of articular surface intrusion. There were two 2 reports of immediate post op impingement caused by inadequate positioning of the nail, nine patients had rotator cuff symptoms (pain and dysfunction), 11.5 % had malunion (neck-shaft angle less than 120 degrees), 16 reported tenderness in supraspinatus/greater tuberosity, one minor incidence of varus collapse, 3 reported a fair functional outcome and one reported a poor functional outcome as well as decreased range of motion. This article summarizes postoperative findings from other published articles. A copy of the journal article is being submitted with this medwatch. This is report 1 of 2 for complaint (B)(4). This is for an unknown multiloc proximal humeral nail and refers to all serious injuries including motion segment compromise, pain, and malunion.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). This report is for an unknown multiloc proximal humeral nail (titanium 160mm cannulated nail with multiple proximal 4.5 or 3.5.). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.